Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial reporter is a synthes employee. Release to warehouse date: december 12, 2012 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: insertion handle for suprapatellar stuck with driving cap (part: 03.010.475, lot: 9105449) was received at customer quality (cq). Upon visual inspection, it is observed that the driving cap was stuck in insertion handle. The remaining portions of the device shows normal wear due to repeated usage of the device which would not contribute to the reported complaint condition. The received condition does not agree with the reported complaint condition. The complaint is not confirmed. Functional test: functional test cannot be performed as the driving cap was stuck in insertion handle and unable to disassemble. Dimensional inspection: dimensional inspection cannot be performed due to the received condition of the device. Document/specification review: the following drawing was reviewed: insertion handle suprapatellar. No design issues or discrepancies were observed during the investigation. Investigation conclusion: visual inspection confirmed that there were no broken features of the device. The device, driving cap, was stuck in the insertion handle. Thus, the reported complaint cannot be confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2019, during a routine inspection of a loaner set, the insertion handle was found broken. There was no patient involvement. This report is for an insertion handle. This is report 1 of 1 for (B)(4).